Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that they experienced inaccurate readings. The customer's blood glucose was 100 mg/dl and the sensor glucose was 60 mg/dl at the time of incident when it triggered threshold suspend. The sensor was not returned for analysis.